Event description:
Customer reported receiving a high glucose reading (240 mg/dl) from his precision xtra meter. Customer reported losing consciousness, but was not able to recall any symptoms before "going to sleep". Paramedics were called and transported customer to hospital emergency room where he was treated with two shots of an unknown medication through a IV.

Manufacturer narrative:
Customer's meter has been returned and an investigation has determined the complaint is not confirmed. No reading issues were observed. All results were within the range specification, and no errors were observed during control solution testing.